Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had sensor issues. The sensor readings were 30 to 100 points off. The customer's blood glucose level was 46 mg/dl but his sensor reading was 84 mg/dl. He treated his low blood glucose level with breakfast. The sensor and blood glucose reading difference was not within acceptable range. The device was not returned.